Event description:
It was reported that inflation could not be maintained with two (2), size m9sct, specialized single cannula cuffed tracheostomy tubes. The disposable devices had been in use approx two (2) months when leakage was detected on the pilot balloons. Both of the reported devices were tested prior to use where no problems were noted. There was no (1) pt involved with no reported pt injury. Only one (1) of the two (2) m9sct devices were returned to the MFR for decontamination, analysis and investigation.